Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted generator. Results of diagnostic testing indicated that the battery status is at an intensified follow-up indicator=no condition in the product analysis lab. The battery is not depleted. There were no adverse functional, mechanical, or visual issues identified with the returned generator. From the data received from the generator, the impedance value went from 13097 ohms to 22167 ohms on (B)(6) 2013. Additional information has been requested from the physician but no further information has been received to date.

Event description:
On (B)(4) 2013 it was reported that the vns patient underwent a generator replacement on (B)(6) 2013 due to a "battery failure". The physician later reported that in (B)(6) 2013 the generator was working satisfactory with an impedance value of 3000 ohms. However, in (B)(6) 2013 it was noted that the impedance was unrecordably high (greater than 10,000 ohms). The vns system was therefore electively explored and at surgery a number of maneuvers were undertaken to diagnose the source of the problem, including unplugging the battery and cleaning the contacts and testing the battery with a resistor. The system continued to record high impedance so the decision was made to replace the battery, following this the system was working with a satisfactory impedance. The explanted generator was returned for product analysis on april 3, 2013. Product analysis is still underway and has not yet been completed.